Event description:
Reported via clinical study: it was reported that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient with a complete laa seal and deployed device diameter of 22.5mm. There were no patient complications that were reported to have occurred. The patient was discharged on rivaroxaban (20 mg/day) and aspirin (81 mg/day). 867 days post procedure, the patient presented to the emergency department with complaints of right-side weakness since past one day. On the same day lab investigations were performed which revealed no abnormalities. A computed tomography angiography (cta) and a computed tomography (CT) of the brain were performed with a magnetic resonance imaging (MRI) scheduled. Based on the MRI, the patient was diagnosed with a left sided lacunar infarction with an etiology as ischemic. At the time of event, the patient was on aspirin (81 mg/day). 21 days later, the outcome of the event was considered to be resolved with sequelae.